Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the cable sometimes doesn't work and the measuring device (rad-8) shows the error message "sen off". The patient was being monitored at home with the cable has expired on (B)(6) 2016.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Manufacturer narrative:
Corrected data updated to include "adverse event;" and "death" and the provided date: "(B)(6) 2016".